Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was part of a system revision due to infection. There were no additional adverse patient effects reported. The defibrillator was explanted. Additional information indicated that this defibrillator had a contamination issue. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created due to correction on the device code. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this defibrillator had a contamination issue. The device was explanted. No additional adverse patient effects were reported. It was reported that this defibrillator was part of a system revision due to infection. The defibrillator was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was part of a system revision due to infection. There were no additional adverse patient effects reported. The defibrillator was explanted.